Event description:
Pregnant female 36 weeks, delivered via emergency c-section. Fht absent approx. 8-15 minutes prior to birth. Infant born flaccid. Code apgar called all appropriate personnel available to resuscitate infant. Bilateral pneumothorax resulted from pressure of direct infusion of o2. Nurse and physician responded immediately aspirating retained air in the infant's chest. CPR initiated with positive results. Infant's color improved and repirations resumed. This report was sent due to the unusual nature of the event. The equipment does not have a defect nor did anything break. Nicu resuscitation bladder bag: a laerdal adult resuscitation mask cuff button, p/n 86 02 04, became lodged in the lumen of the washington "t", p/n 240, in such a manner as to intermittently occlude the lumen and block gas flow from entering the 0.5l clover leaf (bladder) bag, p/n 2109, and pass the flow and pressure directly out the norman elbow, p/n 234. The crtt believes this button entered the washington "t" in the sterilizing process of pasteurizing while agitating in the wash cycle, and went unnoticed during assembly. Could recreate the intermittent occlusions while applying 8 lmp gad flow and simulating bagging, as if checking out the bag for pt use.